Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was not working. There was no report of patient involvement. Isi made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The customer reported issue was replicated/confirmed. The instrument was found to have a broken grip at the grip base. A piece approximately 0.194" x 0.473" was found to be broken off the yaw pulley. The broken piece was not returned.